Manufacturer narrative:
Philips service provided a workaround solution and scheduled the replacement of the live monitor spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor displayed a blank screen in the exam room on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.